Event description:
Event description guidant received information that the patient had a very wide qrs complex during tachycardia resulting in at least two large spikes within each qrs complex that the implantable cardioverter defibrillator (ICD) double counted. It was further reported the rate cutoff for therapy was programmed too high and the "committed shock" was programmed to no. As a result, the ICD did not treat the patient's tachycardia due to the reconfirmation algorithm and the patient became syncopal.